Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their stimulation turned off on its own. Caller stated they would charge the implant every 18 days and they would check the battery levels before they charge it, and they never let it get too low. Caller stated they would charge the implant and then a few days later, notice they "don't feel stimulation anymore". They will get the communicator and check the micro my therapy app and see that the therapy has switched to off. Caller stated they met with the manufacturing representative (rep) who checked for impedances and couldn't find anything wrong and told them to call and request a replacement smart programmer. They stated they had never use the recharger application and didn't know that was an option. It was reviewed to charge more frequently to avoid possible discharge. It was reviewed about the importance of checking implant status to confirm if it is on/off (using either the my therapy app or the recharger app) before starting the recharge session and if it is off/discharged they will need to turn back on. Agent walked caller through launching the recharger application. Caller confirmed they were able to connect to the implant with excellent connection. It appeared to be working as intended and they instructed to monitor the issue and call back if it persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy turning off was unknown and they planned to check connectivity more often. The issue has been resolved.